Event description:
Attempted to fire the clip applier and it would not fire, also would not come out of the trocar manufacturer response for endo clip iii clip applier, endo clip iii (per site reporter): manufacturer provided rga# and packaging for product return evaluation.